Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was returned with blood in the guide wire lumen and on the shaft and no contrast visible. Blood in the guide wire lumen suggests that the guide wire may have been partially loaded. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. Although not reported, the tip was found separated at the distal end of the distal seal and was not returned. The material at the tear was jagged, indicating that the separation did not occur on a bond. There was no other damage noted to the sds. The guide wire used during the procedure was not returned. During functional testing, a new .014 inch spartacore guide wire was backloaded through the returned sds without resistance noted. Although a conclusive cause for the reported resistance and tip detachment could not be determined, it may be possible that the tip of the sds was kinked or damaged prior to insertion of the guide wire causing resistance. The tip may have detached during removal of the wire. The inability to load the sds over a guide wire can be affected by numerous factors including, but not limited to, damaged sds guide wire lumen, oversized guide wire, damaged or kinked guide wire, or accessory device support. Based on the reported information and returned device analysis, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. All stent delivery systems are 100% inspected for guide wire movement testing during manufacturing.

Event description:
It was reported that after the herculink elite was backloaded on to the spartacore guide wire, it was unable to advance on the guide wire into the patient anatomy. The herculink elite was removed without difficulty from the guide wire. A second herculink elite was used on the same guide wire without further incident. There were no adverse patient effects. There was no additional information provided.evaluation of the returned device found a soft tip separation.